Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a subcromial decompression surgery, it was observed that the active tip of the vapr tripolar 90 suction elect device was permanently active and it was not possible to power off/switch off the active tip. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the overall device with signs of usage, including organic debris on the device surface. A functional test was performed for the device using saline water. Test revealed that only the coagulation function could be activated as intended. As the electrode on the ablation function had intermittence, the device will be sent to the supplier for further investigation. A visual inspection of the device was performed by the manufacturer; as a result, the device was received in its original packing, the active tip was in used condition, procedural residue was visible in the suction tube. The device passed the electrical testing but failed the flow rate functional test before activation. During further investigation, the rubber boot was removed to inspect internals of the pcb board. There was no obvious saline ingress around the switches. Conformal coating is post CAPA rework, some bubbles were noted. The pcb was removed from the housing; there was some evidence of a residue on the connector tracks. The device was noted to have a partially blocked suction path prior to activation; however, this cleaned during activation which suggests the blockage was due to tissue. The customer stated that ¿the active tip of tripolar electrode was permanent active¿, the device as presented passed all electrical and activation tests. The complaint cannot be substantiated via testing. Further investigation showed some evidence of residue internally which may have caused the issue the customer is reporting. The device is post CAPA and the contacts were reasonably well covered except for the most upper contact point. The device was noted to have a partially blocked suction path prior to activation; however, this cleaned during activation which suggests the blockage was due to tissue. The physical complaint device has been returned for investigation. The testing showed that the returned device passed all electrical and functional checks with no error codes being displayed, and no other issues detected. Fucntional checks found that the device failed flow rate test before activation, although the device passed the post activation flow rate test. There were no issues noted with either handswitch or footswitch activation ¿ this complaint could not be substantiated via the testing undertaken. The rubber boot was removed to inspect internals of the pcb board, with no obvious saline ingress around the switches. Further investigation showed evidence of residue on the pcb tracks which may have caused the issue reported, but we cannot classify this as a root cause as the device functioned as expected. The pcb board was inspected, and while there were bubbles present in the coating, the contacts on the pcb are reasonably well covered, except for the most upper contact point. This lot number is post CAPA. The overall complaint was not confirmed as the observed condition of vapr tripolar 90 suction elect would not have contributed to the complained issue. Device history review: a manufacturing record evaluation was performed for the finished device lot number (u2501001), and no non-conformance was identified. Based on the investigation findings, the potential cause for the observed condition could not be established. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (u2501001), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.